Event description:
It was reported that the patient with the pacemaker device exhibited oversensing, noisy signals and pacing inhibition greater than 2 seconds on this right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) recommended to adjust sensitivity and stated that the noise looked like electromagnetic interference (emi). Additional rv impedance showed sudden rise and loss of capture (loc) were reported. Subsequently this rv lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.